Manufacturer narrative:
Unit had a cracked and bleeding lcd glass. Unit also had cracked reservoir tube lip, cracked reservoir tube, minor scratched display window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's healthcare provider reported via phone call that the insulin pump had cracks on the display and around the reservoir compartment. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.